Event description:
Spacelabs received a report that alleges when the noninvasive blood pressure parameter is set to automatic mode, 30-minute interval, it will intermittently stop taking readings.

Manufacturer narrative:
Spacelabs is continuing to investigate this issue. Spacelabs global technical support personnel have visited the site to try to reproduce the symptom and identify root cause. We have not been able to reproduce this symptom at spacelabs. We have not received any similar reports from any other site. No one has been injured as a result of this alleged malfunction. The hospital is continuing to use this device. We will provide a supplemental report once our investigation is complete.